Event description:
It was reported that the right ventricular (rv) lead perforated the heart resulting in a tamponade. A paracentesis was performed to drain the fluid and the implantation was completed the next day. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).